Manufacturer narrative:
Per risk coordinator, the time in question was (B)(6) 2017 from 12:00 noon until 17:24. The patient expired on (B)(6) 2017 at 17:24. Per the risk coordinator, the patient had remote telemetry monitoring and the telemetry technician monitoring the patient at the central station noted no information from the patient at 16:01 on (B)(6) 2017. There was no information from the monitor beyond that time (16:01). The biomedical engineer tested the telemetry device (mx40 (B)(4)) and the device passed all simulator tests. The clinical audit logs were gathered and the bed in question as provided by the biomedical engineer was mx40-(B)(4). The logs were provided to the software development engineer (B)(6) who stated that the piic ix audit log indicated that the tele device was offline on (B)(6) 2017 at 14:04 when that equipment (mx40-(B)(4)) was removed from the patient. The device was originally associated on (B)(6) 2017 at 12:24 with fresh batteries. There was a power recycle noted at 13:42. When this patient was offline and removed from the piic ix within two minutes, it appears this was done as discharged. Then mx40-(B)(4) was added to this same patient at the same time (same bed label) then continued monitoring afterward. Information was provided to the customer per a response letter. The cause is unknown based on the information provided. The customer reported a patient death. The patient was being monitored by an mx40 and piic ix. The tele tech that was monitoring the patient noted no patient information from the patient from 16:01 on (B)(6) 2017 until 17:24 when the patient expired. Investigation was needed to understand if any philips product caused or contributed to the adverse event.

Manufacturer narrative:
The device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a patient death. The patient was being monitored by an mx40 and piic ix. The tele tech that was monitoring the patient noted no patient information from the patient from 16:01 on (B)(6) 2017 until 17:24 when the patient expired. Investigation is needed to understand if any philips product caused or contributed to the adverse event. The patient was being monitored by an mx40 and piic ix central at the time that the patient expired.